Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system generated repeated recoverable faults that would not recover. The or staff disabled arm 4 prior to calling technical support. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and observed errors 23000, 23094 and 32101 on arm 4. The surgeon moved arm 4 away and continued with case using arm 1, arm 2 and arm 3. The tse advised the or staff to cycle system power at end of procedure. Technical support also provided instructions on how to stow the damaged arm 4. The procedure was completed with no patient harm.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed that the usm had failed normal mode as it triggered 23094 and 32101 errors. The aca board was swapped with a new one and the errors no longer occurred. The original aca board was reinstalled and the errors returned. The unit went through more testing on a patient side cart fixture test platform (pftp) and passed direction tests, lissajous, cva characterization, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switch test. The aca pca will be replaced as a fix. .